Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial/ batch: (B)(6).

Event description:
It was reported that following an implantable pulse generator (ipg) upgrade, the patient experienced pain at the pocket site. It was also noted that during an ipg upgrade, the lead showed high impedances, and the tip of the lead was kinked. The patient underwent an explant procedure. All explanted device components will not be returned.